Manufacturer narrative:
Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument stopped sealing. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the vessel sealer extend instrument would not seal or cut. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the surgeon was able to cut and seal a couple of times but still felt that the seal was not good. It was also stated that the cut function would intermittently work. The customer replaced the vessel sealer extend instrument with another vessel sealer instrument to complete the procedure. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. Isi followed up with the isi csr and obtained the following additional information: the target tissue was fatty tissue located at the colon and measured approximately 7mm. Prior to the issue, the instrument worked fine and was able to successfully seal but then stopped working. Troubleshooting was attempted by installing the vessel sealer extend instrument on another arm but the issue persisted. Thermal effect was observed at first and the audible tones were heard but no energy was being applied.